Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was speculated to have been due to the electrode being applied close to the distal end of the endoscope when the high-frequency cauterization was used. The inspection method for the suggested event is described in the instruction manual (operation manual) for gif-ez1500 ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had a burn on the plastic distal end cover. It is unknown when the issue occurred. There were no reports of patient harm.